Event description:
During case, 5mm trocars had to be replaced twice. 1554708 end cap broke off during procedure, replaced with 1522282 which started to leak during the procedure. This was replaced with a 3rd trocar. These items were reprocessed. Procedure had to be stopped each time.